Manufacturer narrative:
We have not received the complaint device for evaluation. Hence, at this time, we could not conclusively determine the root cause of the failure. Our lot history records review for this lot number did not reveal any discrepancies either in the manufacturing or packaging processes that could be related to this incident. Please note that we do conduct 100% inspection of the blades and hoops assembly during the manufacturing process. Our quality group also samples these device before final packaging to ensure proper blade adjustment. Our IFU clearly informs users to inspect the blades for damage and alignment prior to use. The surgical team confirmed that the device was properly checked for blade alignment prior to use and was found to be operational. It is possible that some anatomical or procedural factors may have contributed to this device failure. This incident resulted in extended surgery time and anaesthetic time and extended stay at the hospital. However, it could not be confirmed if the hospital stay was related to this incident.

Event description:
During valvulotomy of great saphenous vein for right femoral- popliteal bypass, the blades of the valvulotome cut a section of the graft. The cut section was sutured by the surgeon and the vein was then used for the bypass.